Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that approximately one month prior to contacting dario, she had been receiving bg readings from her dario meter in the 300 mg/dl range compared to bg readings in the 100 mg/dl range from her non-dario meter. The user also reported that since (B)(6), the user has been receiving bg readings from her dario meter that are higher than 100 mg/dl compared to her non-dario meter.